Event description:
11/14/95: 20 gauge IV started in left forearm. Discontinued on 11/15/95; entire arm up to elbow bright red and tender. 11/15/95: 22 gauge IV started in right forearm; on 11/16/95 entire arm also up to elbow bright red and tender. 20 gauge polyurethane IV started with same therapy and remained asymptomatic until discontinued on 11/19/95. Pt informed of allergy to vialon catheter material.